Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00114 1. Section b. Describe event or problem evaluation of the returned red72 confirmed that the catheter was fractured on the distal shaft. Evaluation revealed that the red72 was stretched distal to the fracture. This indicated that the device was stretched prior to fracture. If the red72 is retracted against resistance, it may become stretched and subsequently fracture. The complaint reported that the patient¿s anatomy was tortuous and calcified. It was also reported that the red72 became wedged between plaque and the tip of the bmx96. This may have contributed to the resistance during the retraction of the device. Further evaluation of the device revealed kinks and ovalizations on the proximal and the distal fractured segment. This damage was likely incidental to the complaint and may have occurred during snaring or handling of the device post-procedure. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), the middle cerebral artery (mca), and the anterior cerebral artery (aca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), a non-penumbra microcatheter and a guidewire. It was reported the patient¿s anatomy was tortuous and calcified. During the procedure, the physician completed two passes using the red72. While retracting the red72 after completion of the second pass, the red72 broke in half. It was reported that the red72 may have become wedged between the plaque and the tip of the bmx96. Subsequently, the physician noticed under fluoroscopy the distal end of the red72 remained in the patient. Therefore, a snare device was used to remove the distal piece of the red72. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), the middle cerebral artery (mca), and the anterior cerebral artery (aca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), a non-penumbra microcatheter and a guidewire. During the procedure, the physician completed two passes using the red72. While retracting the red72 after completion of the second pass, the red72 broke in half. Subsequently, the physician noticed under fluoroscopy the distal piece of the red72 remained in the patient. It was reported the patient¿s anatomy was tortuous and calcified. Therefore, a snare device was used to remove the distal piece of the red72. The procedure was completed at this point. There was no report of an adverse effect to the patient.